Manufacturer narrative:
Per the user facility's biomedical engineer, he was doing a routine check-up and was running the roller pump when the plastic occlusion indicator ring on the occlusion knob broke in half. He mentioned that the broken plastic indicator ring caught on the magnetic detent clicker, causing it to crack in half and then fall into the pump raceway which caused the pump jam.

Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump had a pump jam. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The user facility's biomedical engineer was going to replace the occlusion indicator ring and the broken one was discarded. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.